Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a patient notifier in (B)(6) 2013 for low lead impedance. Externalized conductors were observed via diagnostic imaging. The lead was capped.